Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device cut, but only stapled partially. This was with the third cartridge. Another device was used to complete the procedure. There were no adverse consequences to the patient.